Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product returned. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be file. (B)(4)

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. A second valve was implanted. No adverse patient effects were reported.